Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred.the 99% stenosed lesion being treated was located in the calcified and moderately tortuous mid left anterior descending artery. The 20mmx2.50mm apex balloon catheter was advanced to the target lesion. Upon inflating the balloon, it ruptured. The device was successfully removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.